Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2021-07-22. H6: investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0358984 was satisfactory per internal procedure. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0358984 (100 tubes) were available for inspection. The retention samples showed media defects in 100/100 tubes from visual inspection. No evidence of contamination was observed in 100/100 retention samples. The color and clarity for this material was in accordance with the certificate of analysis. For investigation, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were placed in the 33 to 37 degree c incubator and five tubes were placed in the 20 to 25 degree c incubator. No microbial growth or turbidity of the media was seen in 20/20 incubated retention tubes at seven days incubation, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. No photos were received to assist with the investigation. Returns were received to assist with the investigation. A fedex shipping box was received a canister was inside of the box. Inside of the canister were four 7ml migit tubes from batch 0358984. Three tubes received were in good condition, one tube received the fill volume was low and there was evidence of contamination. The determination that this tube was used cannot be ruled out. Also received were four uncrimped vials. The vials were two panta vials from batch 1028864 and two supplement vials from batch 1028860. All for vials were received in good condition and no evidence of contamination. For investigation of this complaint, the contaminated tube from batch 0358984 was sent for microbial identification. No non viable organism was recovered. For further investigation, two uninoculated return tubes were incubated for seven days. One tube was placed in the 33 to 37 degree c incubator and one tube was placed in the 20 to 25 degree c incubator. No microbial growth or turbidity of the media was seen in 2/2 incubated return tubes at seven days incubation, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. The complaint can be confirmed by the returns received due to the cloudy tube, however, no viable growth was obtained and retains did no show evidence of contamination. A trend has not been identified, therefore, no actions will be taken at this time.

Event description:
It was reported that there was contamination with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml and patient had falsely tested positive for mycobacterium chelonae. Infectious disease doctors of the affected patients and the microbiology medical director were consulted. Based on patients' clinical picture, it was determined that m. Chelonae was not a likely infection in the patients. Patient was treated based on erroneous results. Additional patient impact have not been reported. The following information was provided by the initial reporter: it was reported that customer suspects contamination of product 245122 - tube bactec mgit. Increase in recovery of m. Chelonae.

Event description:
It was reported that there was contamination with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml and patient had falsely tested positive for mycobacterium chelonae. Infectious disease doctors of the affected patients and the microbiology medical director were consulted. Based on patients' clinical picture, it was determined that m. Chelonae was not a likely infection in the patients. Patient was treated based on erroneous results. Additional patient impact have not been reported. The following information was provided by the initial reporter: it was reported that customer suspects contamination of product 245122, tube bactec mgit. Increase in recovery of m. Chelonae.